Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 2 of 4 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative and a distributor regarding a patient who was receiving gabalon (unknown concentration and dose) via an implantable infusion pump for dystonia. It was reported a refill was performed a few days prior to (B)(6) 2021 and the alarm was heard. It was guessed it was the programmer, and programming was performed again, but the alarm did not disappear. Service code 2 (reservoir volume change expected) occurred; it was explained that this had nothing to do with the alarm. The log was checked, but the alarm record was not recorded in the log. The alarm was reported to be abnormal. The alarm settings were confirmed; the critical alarm interval was 10 minutes and the non-critical was 1 hour. It was indicated the alarm's interval was not 10 minutes. It was thought there was not an urgent problem because there were no withdrawal symptoms. On (B)(6) 2021, the active alarm was not displayed on the programmer. The alarm could not be turned off; the silence alarm function did not appear. It was indicated the alarm was an urgency alarm with an interval of about 15 minutes. The interval was clearly different from the alarm setting. It was thought the alarm was ringing at the time of the refill on (B)(6) 2021. As of (B)(6) 2021 the situation had not changed. Interrogation was performed, but there was no change. The attending phy sician's assessment indicated it was thought to be a pump failure. There were no withdrawal symptoms, but a quantity decrease was performed. The event was considered causally related to the pump, and not causally related to the drug, catheter, programmer, or surgical procedure. The outcome of the event was unknown. Additional information was received. The patient was in the hospital and the doctor was hearing the critical alarm sound from the patient's body. The critical and non-critical alarm sounds were sent to the doctor, and it was confirmed the alarm was the critical alarm. It was indicated the pump would be removed by the doctor's decision. Additional information was received. The patient was still staying in the hospital and the critical alarm was activating. The doctor was considering replacement for the patient because there was no way to solve the issue. Further complications were not reported. Additional information was received from a foreign healthcare professional (hcp) via a distributor. It was reported that the alarm s ound could not be turned off. The patient had no problem with spasticity; only the alarm was a problem. There was no problem with the drug effect on the patient, but it was thought something was wrong with the pump. Since there was no way to stop the alarm, replacing the pumps was being considered. The scheduled removal date was undecided at this stage. Additional information was received. Replacement surgery was performed on (B)(6) 2021 because the alarm did not stop. No alarm was reported to have sounded during surgery. It was reported "there was no change in appearance of the removed pump. It seemed that the alarm had been sounding since before (B)(6). It sounded at a timing other than the set time of 10 minutes and 1 hour. The alarm was displayed during operation, the silent alarm was not displayed, and the log could not be confirmed." Additionally, it was reported the alarm sounded irregularly and they couldn't record it because it was only a few seconds. Several doctors were reported to have heard the alarm. The cause of the alarm sounding, the cause of the alarm not being recorded in the log, and the cause of why the alarm could not be stopped were not known. It was stated the "n-vision silent alarm and ct900 operating alarm were not displayed." Various programmers were tried, but the issue was not resolved.